Event description:
We were informed on (B)(6) 2023 about a patient having their medtronic deep brain stimulator (dbs) leads and lead extensions explanted due to high impedances and infection. This is not a device manufactured by (B)(6), and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).